Manufacturer narrative:
The product complaint analysis team has completed its investigation. Visual inspections & results: b/a washer present/condition, present/cut; damaged anvil / anvil shroud, no; damaged guide face, no; damaged knife, nicked; damaged staple pockets, no; damaged trocar, no; missing parts, no; serial number, 316; staples present/location, no and tissue present/describe, no. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good and trocar / anvil fit, good. Analysis conclusion: based upon info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. Upon receipt of the instrument, it was noted that there were nicks present on knife. Due to damage to knife, it appears possible that instrument may have been fired across hard object such as clip. Incomplete staple line may have been due to firing over possible hard object. It could not be determined if staple mentioned may have been from purse string device. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the staple line was incomplete. Received letter from the surgeon stating "I was using a double staple technique for anastomosing a j pouch to an anal stump and having fired the 29eea gun we noted a deficiency in the anastomosis which allowed the catheter draining out of the stump into the perineum to pass directly into the peritoneum. Therefore had to give the patient unexpected defunctioning loop ileostomy. On inspecting the donuts I was alarmed to find that a staple from the distal (i.e. Anal side as opposed to pouch side) distal side of the anastomosis had a staple joining the donut onto the plastic rim within the stapler." Patient was given a defunctioning loop ileostomy.